Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0lurl, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for MRI unrelated to device. The area to be scanned was the head/brain. The patient had lack of effect since therapy was implanted on (B)(6) 2014. The patient never really had any effect and it got gradually worse as time went on. Caller reports that he tried all of her programs and went all the way up to the maximum setting. The patient now had a semi-permanent catheter. Caller reports on (B)(6) 2015, the patient fell forward on her face as a result of neurological symptoms caused by unrelated hydrocephalus. No change in therapy was noted after that fall. It was reported as already not working before the fall. Fall did not make it worse. Unsolicited medical history provided includes anxiety and neural pressure hydrocephalus which was symptoms that caused fall on (B)(6) 2015. The patient was using a cane, then a walker and now a wheelchair as a direct result of hydrocephalus and unrelated to therapy. The patient was going to have a spinal tap three days after call and possibly a MRI scan. A shunt will be placed in the brain at a future date. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.